Event description:
It was reported that the patient's vns generator was interrogated and found to be disabled due to error code 10 (burst watchdog timeout). It was later confirmed that the patient's vns had been programmed such that the magnet and output currents were equal. The settings were adjusted. No additional relevant information has been received to date.